Manufacturer narrative:
Due to condition of the customer sample, further evaluation is not possible.

Event description:
Account reports, "while wiping betadine from pt's back the nurse anesthetist observed that the 25 ga. Introducer needle had snapped off at the hub. Needle was successfully removed from pt with a hemostat". No pt injury or futher complication as a result of this occurrence.